Event description:
As reported via legal documentation, this patient had right knee done on (B)(6) 2015. He had the right knee revised on (B)(6) 2019, approximately 4 years 3 months after their initial replacement. Patient experienced swelling/ edema, joint laxity and synovitis. Postoperative diagnosis: right knee eccentric poly wear and femoral component loosening. There was noted to be marked synovial hypertrophy with polyethylene debris in the synovium. The femoral component was noted to be loose. There was found to be marked eccentric medial wear of the tibial poly component on the tibia. The tibia was checked and stable. Patient was brought to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2023-00884 g4: 510k unknown due to specific device not being reported multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00884. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.